Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after an implantation of a rickham reservoir, the patient developed a viral upper airway infection and was revised. After the infection, the patient developed a fever and his symptoms worsened with sleepiness, neck stiffness, fever and intermittent vomiting. He was diagnosed with a grade 3 icv infection (device related infection).